Manufacturer narrative:
The fse evaluated the device on site. It was determined that the battery is exhausted, and the device cannot be operated on the battery. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the battery. The reported problem was confirmed.

Event description:
It was reported to philips that the device is not working properly in sync mode. There was no patient involvement.

Manufacturer narrative:
The fse evaluated the device on site and confirmed there was a cardioversion malfunction. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). According to service bulletin sb86100166d, the m4735a heart/start xl portable defibrillator/monitor was discontinued on (B)(6) 2013. All options associated with this defibrillator were discontinued as of (B)(6) 2013. The end of support date for the device is (B)(6) 2018. The customer was aware of the end-of-life terms and the device remains at the customer site.